Event description:
Customer alleged frame of bed came down on the maintenance employee while the motor under the bed was being changed, which fell due to maintenance error of pulling the wrong pin. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model ihcs7, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1153410 rev k (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history provided by the dealer includes, pendant replaced in (B)(4) 2012, control box replaced in (B)(4) 2012 and the head motor was replaced in (B)(4) 2012. A maintenance associate was working underneath the bed when the head section dropped quickly. The employee was taken by ambulance to the hospital with injuries to his face, nose, eyes, cheek and chest. The associate is back to work and doing well. The maintenance associate stated to invacare that this incident was completely user error. He stated that he accidentally pulled the wrong pin that released the bed onto him. The associate also stated that there was no malfunction with the bed, it is structurally and mechanically fine and currently in use.